Event description:
It was reported that pump screen went blank after pump was dropped, and this affected customer¿s ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, was instructed to place pump in storage mode and return it to tandem within 10 days using provided shipping materials, and was informed they would need to program pump settings and connect continuous glucose monitor to replacement pump, while technical support confirmed warranty status, updated shipping details, and arranged shipment of replacement pump with updated software.